Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) lead implant. The lead was repositioned several times due to dislodgement and upon the third attempt at positioning the helix was no longer functional. Upon extracting, the lead the fixation tool was able to be turned without resistance; a lead fracture was suspected. No adverse patient effects were reported.